Event description:
The facility's biomedical engineer reported an infusion pump with an 812:02 failure code. The device was received by the biomed with a report of failure code 812:02 occurring while in use on a patient. There was no report of any injury or medical intervention caused by the failure of this device. No additional contact information was provided.